Manufacturer narrative:
H10: additional manufacturer narrative: the subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that patient with a 19mm 11500a aortic valve, has been placed under evaluation for a re-intervention after implant duration of three (3) years, six (6) months due to unknown reason.

Manufacturer narrative:
H11. Additional narrative updated b5, b7, and h6.

Event description:
It was reported that patient with a 19mm 11500a aortic valve, has been placed under evaluation for a re-intervention after implant duration of three (3) years, six (6) months due to severe aortic stenosis. The patient presented with worsening dyspnea on exertion, fatigue, and intermittent chest pain.

Manufacturer narrative:
H11. Additional narrative: updated d4, h4, and h6. The most likely cause is patient factors, including hyperlipidemia and coronary artery disease. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.